Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that while using the system took scout images and the x-ray tube would not completely move to the lateral position. Attempting to move using pendant and it would not move. The site rebooted and the issue persisted. The site opened and closed the gantry and the issue persisted as well. The site swapped out for other manufacturer imaging system on site. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: unknown h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The rep invalidated home and the issue was corrected. Codes: b01, c17, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.